Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome, joint pain/arthritis, spinal pain. It was reported that when they went to charge the stimulator a por (power on reset) appeared on the recharger screen. The patient noted that they also tried syncing the patient programmer, but it wouldn't communicate. It was an informational por. It was reviewed to press the sync key, press an arrow button on the navigation, reset time, and then press sync to reset. They were able to successfully clear the por. They initially stated they got poor communication, but after trying several times, they were able to connect and clear the por. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.